Manufacturer narrative:
(B)(4).

Event description:
Prior to (B)(6) 2013, the patient suffered from a supraumbilical hernia. On or around (B)(6) 2013, the patient underwent a laparoscopic incisional hernia repair, by, (B)(6) md, at (B)(6). During the surgery, a parietex composite (pco) mesh ((B)(4)) was implanted and secured with absorbatack staples. Following the procedure, the mesh moved, shrunk and folded over causing the patient to suffer recurrence, pain, inflammation and infections. A repeat hernia repair surgery was performed on (B)(6) 2014. It was documented in the operative findings that the mesh was "away from the border of the defect and the mesh had folded inside the abdominal wall defect." As a result of the defective staples and the movement, shrinking and/or folding-over of the pco mesh, the patient has suffered the following injuries, some or all of which may be permanent in nature: fluid at the hernia site, seroma, erythema, warmth and tenderness at the incision, peri-incisional rash, epigastric pain, fever, chills, swelling of the abdomen, redness and pain at the abdomen, inflammation, hernia recurrence, viral infection/fever/septicemia, difficulty sleeping, stress and anxiety, mental distress and anguish, and pain and suffering.